Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. (B)(4).

Event description:
It was reported that an astral device failed to charge its internal battery when plugged into a main power source. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed for an extensive engineering investigation. Performance testing could not reproduce the reported device failure to charge. Based on all available evidence and complaint investigations of a similar nature, the reported device failure to charge was most likely due to an isolated component failure within the device battery assembly. The device was repaired and returned to the customer. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported that an astral device failed to charge its internal battery when plugged into a main power source. There was no patient injury reported as a result of this incident.